Manufacturer narrative:
(B)(4)

Event description:
The device was explanted prophylactically following the advisory for premature battery depletion with implantable cardioverter defibrillator. No issue was reported regarding the device.

Manufacturer narrative:
Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found.